Event description:
Boston scientific received information that there were few attempts to place this lead in different branches. Also, the physician had difficulty passing the whisper wire down lead. It was then suspected that there might be a kink in the lead near proximal electrode. This lead was not implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were few attempts to place this lead in different branches. Also, the physician had difficulty passing the whisper wire down lead. It was then suspected that there might be a kink in the lead near proximal electrode. This lead was not implanted successfully. No adverse patient effects were reported.